Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 63 mm diameter abdominal aortic aneurysm. It was reported that the patient was complaining of lower back pain, and during follow-up CT revealed that the left endurant stent graft limb was occluded. It was noted that the occlusion was limited to this left limb. The physician successfully resolved the occlusion using balloon expandable stents in both limbs. The physician stated the cause of the event was anatomy related; a kink at the native bifurcation, which is narrowed. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the exact cause of the limb occlusion could not be determined from the films provided. Angiograms were not available for review, and the blood flow dynamics could not be assessed from the CT¿s provided. Pre-implant CT¿s revealed that the neck diameter just below the lowest left renal artery measured 16.5mm, 38mm lower at the bottom of the neck was 20.5mm in diameter, and the neck was severely angulated ~70 deg lt-rt. The distal aortic diameter measured 19.5mm with calcification present. The right common iliac was non-tortuous; however the left iliac was angulated ~90 deg at the left common takeoff. Both common iliacs were also extensively calcified and the external iliacs were 6mm in diameter. A short (42 second) video of a CT image (transverse slice) post-implant revealed that beginning at the bifurcate flow divider, the left/ipsi limb and left extension were 100 % occluded. Distal flow resumed down the left side beginning at the iliac bifurcation. Noticeable stent graft compression of the ipsi limb extension was observed within the distal aorta. It is possible that implanting within the small diameter and severely angulated neck <(><<)>(><(><<)><(><<)>)>off-label usage>, small distal aorta, and calcified <(><<)>(><(>&<)><(><<)>)> angulated left iliac artery, may have all contributed to the stent graft occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Neck diameter and angulation. If information is provided in the future, a supplemental report will be issued.